Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a (B)(6) female pt while in the intensive care unit (ICU) where the pt expired. The pt had attended the hospital for hip surgery. During this operation, the pt's condition began to deteriorate rapidly, resulting in ejection fraction of less than 10% and extremely low blood pressure requiring adrenaline. The pt also had aortic stenosis. The md inserted the intra-aortic balloon (iab) through the sheath via right femoral artery with no issues on the afternoon of (B)(6) 2013, approx 12 hours prior to the event. All was functioning as it should have been and checked by the cardiac tech before the CT's shift ended that evening. During this period the pt was moved from the cardiac cath lab to the ICU and it was then that they physically transferred the pt to another bed. The CT received a call later that evening to say the pump had stopped pumping due to an alarm. The CT talked to the ICU staff through the various steps to correct the problem; however, the pump would not continue pumping. The CT then came into the hospital and noticed blood in the helium tubing, at which stage the iab was disconnected for removal. As a result, the iab was removed successfully. They did not make another attempt to insert another iab due to the pt's poor condition. The pt's condition was extremely unwell and haemodynamically unstable before the event occurred. Unfortunately the pt passed away on the afternoon of (B)(6) 2013. As a result, the iab was removed successfully. The therapy was delayed and interrupted indefinitely. It has been stated that the device did not cause or contribute to the pt's death. There was no injury nor was there any surgical intervention required. The pump alarmed appropriately. Additional information received on (B)(6) 2013, per (B)(6) stated that he would not be able to get an md or rn to put their name forward to state that the iab failure was not one of the contributing factors leading to the death of the pt, as this could put them in a difficult position if the case was to be investigated in the future.